Manufacturer narrative:
Batch review performed on 08 march 2021: lot 2007564: (B)(4) items manufactured and released on 13-oct-2020. Expiration date: 2025-09-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional implant involved: ball heads: mectacer 01.29.205 biolox delta ceramic ball head 12/14 ø 32 size m 0 (k112115) lot. 2006685. Batch review performed on 08 march 2021: lot 2006685: (B)(4) items manufactured and released on 14-oct-2020. Expiration date: 2025-09-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Clinical evaluation performed by medical affairs manager: hip dislocation 1 month after primary implantation. This event probably occurred during rehabilitation. Hip dislocation may be due to component positioning or insufficient soft tissue tensioning; it can hardly be caused by standard devices.

Event description:
Revision surgery due to dislocation of the head from the liner 1 month after the primary. The surgeon revised the head and liner. The surgery was completed successfully.